Event description:
A sagittal saw attachment was sent for service and an unk substance was leaking from it. No adverse event was associated with the device.

Manufacturer narrative:
Additional info will be submitted once the quality investigation completed.